Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he went to the hospital on (B)(6) 2017 because he ran out of insulin and his blood glucose spiked in the middle of the night and was throwing up a lot. Customer states he was not sure what was going on and was confused. Customer states his blood glucose was 800 mg/d. Customer states he slept for about two days straight and he stayed in the hospital for treatment of his high blood glucose. Customer declined troubleshooting. Customer states he was put on an insulin drip and then when his blood glucose finally came down the hospital let him leave late on (B)(6) 2017. Insulin pump is not expected to return for failure analysis.